Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent a procedure at th9-s2 via posterior approach to treat scoliosis. It was reported that during placement of the autograft in the cage using a support and a bone tamp with a hammer, the cage broke. The broken cage was not used to treat the patient. A new cage was used to continue the procedure. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.